Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker's grade IV. Device was replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of capsular contracture was reviewed on march 16, 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture baker's grade IV. Device was replaced with non-allergan device.

Event description:
Healthcare professional reported capsular contracture baker's grade IV. Device was replaced with non-allergan device. This relates to the left side.

Event description:
Healthcare professional reported, left side capsular contracture, baker's grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s), for the device related to the reported event of capsular contracture and rupture reviewed. Visual analysis of the photographs identified, capsular contracture: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.